Event description:
It was reported by service report that the scale on the bed was giving incorrect weights. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend right load cell.